Event description:
It was reported that the left ventricular (lv) lead showed lead impedance of greater than 3000 ohms. It was also reported by the patient that there was an apparent lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.